Event description:
Champion af study: it was reported that pericarditis occurred. Prior to the index procedure aspirin (81mg) was administered. A left atrial appendage (laa) closure procedure was successfully completed using a 20mm watchman flx laa closure device with delivery system (wds) with a complete seal and deployed device diameter of 18mm. On (B)(6) 2022, the patient was discharged on aspirin (81 mg), rivaroxaban (20 mg) and clopidogrel (75 mg). On (B)(6) 2022, 24 days post index procedure, the patient presented to the emergency department. Electrocardiogram showed diffuse st elevation consistent with acute pericarditis, however troponin value was negative. Chest radiographs revealed chronic interstitial disease and left basilar atelectasis. The patient was admitted and administered colchicine. One day post hospitalization the patient was discharged on rivaroxaban and clopidogrel.